Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving hydromorphone via an implantable pump for malignant pain. It was reported that the manufacturer representative (rep) stated that the pump was alarming, and the pump went to minimum rate mode with alert 07. The rep stated that the healthcare provider reprogrammed the pump to the normal infusion rate today. The rep stated that they could not determine what could have cause the reset or any electromagnetic interference source if any because the patient was in their room, in their normal environment. The rep noted that the pump stalled due to an MRI in march but recovered normally. The manufacturer's technical services specialist (tss) reviewed that the pump should likely continue to infuse as normal.